Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss as the tube connecting the pump to the cylinder broke and the reservoir was empty due to the leakage. A new inflatable penile prosthesis device was implanted.